Manufacturer narrative:
Patient programmer: model# 8832, serial# (B)(4); catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted:unk. (B)(4).

Event description:
Patient reported that during back surgery on (B)(6) 2012 his catheter was cut. It was replaced/repaired on (B)(6) 2012 and everything regarding the pump seemed to be working ok. The patient went home on (B)(6) 2012. A refill was done on (B)(6) 2012. The pump was delivering baclofen and dilaudid. Additional information has been requested but was not available at the time of this report.